Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator display stays blank intermittently on start up. The customer confirmed that there was no patient involvement associate with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a faulty coin cell battery. The unit has passed all test, calibrations and is working to manufacture specifications.